Event description:
Medwatch report was received that stated a device "quit working" on a patient and "expelled an entire tank of o2". User report#: (B)(4). Numerous attempts to contact the initial reporter for additional details were not responded to by phone or email. If additional information is obtained a follow-up report will be submitted.